Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported hardness in the breasts, pain, deformation and capsular contracture - baker grade unknown. Device remains implanted. This relates to the right side

Event description:
Capsular contracture baker grade 2. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade ii and rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported hardness in the breasts, pain, deformation and capsular contracture - baker grade unknown. Healthcare professional later reported rupture and capsular contracture baker grade 2. This relates to the right side. The device has been explanted.